Event description:
It was reported that during a procedure for extension of a previous fusion, the s1 screw on the right side was identified as broken and the head of the screw with a portion of the threaded part was explanted. Set screws and the rod were removed. The broken upper portion of the screw was explanted. The distal portion of the screw was retained in s1 on the right side of the patient.

Manufacturer narrative:
(B)(4): intraoperative images from the (B)(6) 2015 surgery are not adequate to assess fusion status at the level of the screw fracture. Factors that can affect hardware failure including failure of fusion cannot be ruled out. Construct was extended to l2 without revision of the inferior portion so presumably fusion at this level occurred.

Manufacturer narrative:
Additional information: product analysis: visual and optical examination of mas bone screw confirm breakage at the neck of the bone screw head, optical examination reveals severe secondary (post-fracture) damage to the fracture surface. Due to the extent of the fracture damage, no additional observations can be determined regarding the fracture. Dimensional examination of the major and minor diameter verified conformance to print specification. Conclusion: undetermined, due to the extent of implant damage.